Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by performing a daily check run. Fse noticed no power leds on the cup picking assembly. Fse resolved complaint by replacing the cup pickup assembly. Fse performed alignments on the cup picking assembly, successfully ran daily check and quality control runs without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [4151] c.trans-z home detect error. Cause: the home sensor (B)(4) failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check (B)(4) for a possible malfunction. The most probable cause of the reported event is due to failure of the cup pickup assembly.

Event description:
A customer reported getting error message "4151 c trans z home detect" on the aia-900 analyzer. Technical support specialist (tss) instructed the customer to check for dropped cups and tips and any jam in waste chute or incubator, none was found. Tss instructed the customer to reboot analyzer, but error reoccurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), follicle stimulating hormone (fsh), estradiol (e2) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.